Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 5 of 5, while ending therapy. The therapy was set to continuous cycling peritoneal dialysis (ccpd), the total volume was set to 5000 ml, the total time was set to fourteen hours, the fill volume was set to 800 ml, the last fill volume was set to 800 ml, the dextrose was set to different, the weight was set to (B)(6), and the total ultrafiltration (uf) was equal to 748 ml. The technical service representative (tsr) checked the cycle by cycle uf. The cycle 5 uf was equal to 857 ml, cycle 4 was equal to -88 ml, cycle 3 was equal to 33 ml, cycle 2 was equal to -112 ml, and cycle 1 was equal to 124 ml. The tsr explained the cause for the high drain alarm. The rn stated the home patient (hp) was having low drain alarms in cycle 5 so they repositioned the patient and they started draining again. The rn wanted to call the peritoneal dialysis registered nurse (pdrn) with this information and see what they wanted to do. The hcp was reset and ready for the next therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was made aware of this event. She stated that the patient has a feeding tube, and when they moved the patient's fill volume up to 2500 ml the feeding tube started leaking. She stated that they moved the fill volume back down to 800 ml and have been inching it up since then. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products. The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, gpv contacted the patient peritoneal dialysis registered nurse (pdrn), who reported the following. On an unreported date, the patient started peritoneal dialysis (pd) therapy. The patient's therapy included dianeal low ca ultrabag, manually, with a fill volume of 1400 ml for 4 cycles a day (lot number not reported). The rn stated "the patient was waiting for the cycler machine to be delivered so the patient was only doing manuals". On an unreported date, the patient had a tracheostomy and feeding tube placed (dates unknown). Indication for tracheostomy tube was unknown. The rn reported the feeding tube was placed to assist the patient with nutrition. The patient was unable to eat by mouth related to the tracheostomy tube. On an unreported date, the feeding tube was leaking when the fill volume was up to 2500 ml. On an unreported date, the fill volume was changed to 800 ml per cycle. On unreported dates the fill volume was increased in increments (amounts unreported) to reach a goal of 1400 ml as the patient tolerated. On an unreported date, the patient reached a fill volume of 1400 ml for four cycles per day. The patient has recovered from the leaking from the feeding tube (date unknown). The reported stated "the fill volume of 2500 ml was related to the leaking of the feeding tube" and not to the home choice (hc) machine or dianeal solution. No further information was reported.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported drain volumes. The cause was physiological condition related to the catheter (fibrin blockage, fluid pocketing away from the catheter, and/or catheter position issues).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.